Manufacturer narrative:
As no further information concerning the report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that right ventricular lead exhibited micro-dislodgement leading to a change in measurements prior to discharge. Lead revision was successfully performed, this lead remains in service. No additional adverse patient effects.